Event description:
The risk manager at a facility reported three cases of tass one day following cataract extraction surgery. They consider several products as suspect. The root cause of tass at their facility has not been determined. The actual lot numbers used on these patients are not known. It was reported that all three patients were treated with topical steroid therapy and all have recovered. Additional info was requested. This is the third of three medical device reports being filed for this report.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to manufacturing documentation. Tass educational material was sent to the user facility. Additional info was requested on 05/08/2008, 05/13/2008, 05/14/2008 and 05/27/2008 by phone and on 05/09/2008 by fax and by mail.